Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined; however the use of a larger than recommended delivery system could have contributed to the event as the use of a larger sheath may influence deformations of the device. Please note per the instructions for use, the recommended size delivery sheath for a 9-pfo-2518 is 8f.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman patent foramen ovale occluder was chosen for implant, using 09f amplatzer talisman delivery sheath. During deployment, the proximal disc deformed to a bulbous shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed. A replacement 25-18mm amplatzer talisman patent foramen ovale occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.